Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f-38 alarm. This alarm was caused by damaged force sensing resistors (fsr's). The fsr's were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.